Manufacturer narrative:
Device investigation revealed the presence of unknown liquid.

Event description:
It was reported that during testing, the device was leaking unknown liquid. There was no patient involvement and no adverse consequences alleged with this event.